Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that the pump's history showed the pump suspended on (B)(6) 2012 at 10:08 am and resumed on jan 0, 2007 at 12:00 am. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/07/2014 with the following findings: a review of the pump history showed that the pump was suspended on (B)(6) 2012 and resumed on (B)(6) 2007. The dates in total daily dose were found to be congruent. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. The pump was suspended, powered off, and then powered back on; as per normal function of the pump, the pump resume was recorded at (B)(6) 2007. Unrelated to the complaint, evaluation revealed that the display was dim and the text was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.